Manufacturer narrative:
This report is being filed on an international product, list number: 7p89 that has a similar product distributed in the us, list number: 7p88, with 510k/PMA/bla number: p050051. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs results on one patient which negative from different specimen of same patient. The results provided were: on (B)(6) 2025 sid: (B)(6), initial=18.58 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /redrawn and repeated on (B)(6) 2025=0.25 and 0.26 miu/ml (< 10 miu/ml=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review for alinity I anti-hbs reagent, lot 68373fz01. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68373fz01. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs reagent, lot 68373fz01.